Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, reduced cardiopulmonary reserve, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, reduced cardiopulmonary reserve, cancer. Medical intervention was not specified. No additional information can be requested at this time. During investigation using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 20999.5 hours, 0 blower hours and 0 therapy hours. During a change to the compliance logger, the semaphore timer expires and the semaphore is released. This can occur of the modem is removed while the compliance logger has control of the semaphore. Care orchestrator data was not available for download. During the investigation pil observed the black wire on the j9 connector showing signs of thermal activity. Dust-like contamination was observed on the right panel, in the air inlet on the interior side of the top enclosure, on and under the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam, and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed.(ds6hflg) pil observed dust-like contamination on the left panel, on the interior side of the flip lid assembly, on the dry box, in the bottom enclosure, and in the lower base. Potential dried liquid spots were observed at the rear of the humidifier bottom enclosure and in the lower base. A rust-colored contamination was observed on the heater plate and in the lower base. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: problem code, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.